Manufacturer narrative:
The lot number was not provided; therefore, a review of the approved device history records and lot history could not be performed. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The instructions for use (IFU) identifies thrombus and stroke as potential complications associated with use of the device.

Event description:
It was reported that 12 days after stent implantation and post-procedure treatment with aspirin and effient, the patient presented with stroke-like symptoms. A CT perfusion scan of the brain identified an acute left anterior cerebral artery stroke within the territory of the left anterior cerebral artery, and thrombus was found within the stent. The patient received a bolus of integrilin prior to intervention to treat the acute in-stent thrombosis. Multiple attempts were made to revascularize the anterior cerebral artery, but they were unsuccessful and the procedure was terminated. The patient was given aspirin and plavix, and was discharged from the hospital 3 days later. Upon discharge, the patient was ambulating with assistance and was working with physical therapy. The physician indicated the in-stent thrombosis was "presumably due to coil migration into the lvis stent situated at the a1 a2 junction of the left side."